Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. The hard bone of the patient might have caused difficulty for the screw to advance, therefore is a possible root cause of the reported issue. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. No nonconformances were identified for this part-lot number combination per qlik query executed on 07/29/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received by the affiliate reported the device is not available for return.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via cst that the surgeon was doing a 'lateral loop' reconstruction for rotational stability after completing an acl reconstruction. The surgeon drilled a 4.5mm tunnel, which he pulled the graft through, before inserting a 7mm milagro advance screw. The screw would not advance into the bone, and on the third attempt, the tip of the screw broke off. The screw fragment was easily removed with a forceps. A guide-wire was used. The patient had very hard bone in their femur. The surgeon opened a 5mm screw, which would not advance either. He completed the repair using a staple. There was a surgical delay of ten minutes reported. The surgery was completed successfully by using a smaller sized implant and eventually a different type of implant. There were no consequence to the patient reported. There were no medical intervention required. It was also noted the activity level of the patient was high in sports. Additional information provided by the affiliate reported the 5mm screw was a depuy mitek product; product code 213803 and lot number l982435. The affiliate reported the guide wire and staple were competitor products and the procedure was completed with a staple from device technologies. It was also reported a new bone hole was not needed to complete the case.